Event description:
It was reported that the patient received inappropriate hv and atp due to emi noise from their laptop. The patient was recommended to keep the laptop at least 6 inches away from the device. The patient received no adverse events afterwards.